Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery (date not reported) under general anesthesia. This report is submitted on may 28, 2024.

Manufacturer narrative:
This report is submitted on april 12, 2024.

Event description:
Per the clinic, the internal magnet had protruded through the skin. Subsequently, the internal magnet was removed on (B)(6) 2024 and a new magnet was placed.